Event description:
Healthcare professional reported "probably a violation of the integrity of the implant" "capsule degradation", "fibro-degenerative changes in the extracapsular sections", "capsular contracture", baker grade unknown and "implant integrity disorder". Healthcare professional later reported "no capsular contracture was detected" and "change in the contours of the gland". Patient was prescribed antibiotic and anti-inflammatory therapy. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.